Event description:
The customer called technical support (ts) reporting that the device is registering a huge leak, everything failed. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse ordered parts ID for the central processing unit (cpu) tray cover, power cord retainer and top cover. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 06/28/2022, 07/15/2022 and 07/22/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.